Event description:
As reported: "when the sales rep was entering the order, he mistakenly selected the loaner instruments for t2 alpha gt instead of the loaner instruments for t2 alpha pf and proceeded to process the order without realising their error. On the day of the surgery, just as the patient was already under anaesthesia and the doctor was washing hands, the sales rep realised that the wrong instruments had been selected. As a nearby distributor¿s warehouse held a long-term supply of gt nails, the doctor determined that it would be acceptable to use the gt nail instead of the originally scheduled pf nail. Consequently, the distributor was asked to fetch the gt nail from their warehouse, and the procedure was completed by implanting the gt nail into the patient. Furthermore, the procedure was delayed by approximately 20 minutes due to the need to arrange for the gt nail."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.